Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the patient was referred for x-rays. It was reported that the physician does not know what may have caused the high impedance. There was no device manipulation or trauma that preceded the high impedance. The generator was not programmed off after the high impedance was observed. X-rays were sent to manufacturer for review. Review of the x-rays identified that the lead pin appears to be fully inserted in the generator header. A gross fracture was located in the neck portion of the lead. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
MFR. Report # - corrected MFR. Report #, version 1: MFR. Report #1644487-2014-01016 was inadvertently created and used to submit version 1. The correct MFR. Report # for version 1 is MFR. Report # 1644487-2014-00280. MFR. Report #1644487-2014-01016 should not have been created for the report.

Manufacturer narrative:
MFR. Report # - corrected MFR. Report #, version 2: MFR. Report #1644487-2014-01016 was inadvertently created and used to submit version 2. The correct MFR. Report # for version 2 is MFR. Report # 1644487-2014-00280. MFR. Report #1644487-2014-01016 should not have been created for the report.